Manufacturer narrative:
The following fields have new information: h6 (type of investigation, investigation findings, and investigation conclusions). The flex. Grasp. Forceps 5fr wl 550mm 828.051, batch#: 4500353558 was investigated by rwmic responsible department. The flexible biopsy forceps has been tested in the forceps function test fixture and in accordance with prtcl 23-0009. After reprocessing at the rwmic facility, the device did not function as intended when used in the test apparatus at 0 degree. It was difficult to open the jaws smoothly. After adding instrument oil, the device functioned as intended in the test fixture at the full range of test angles (0, 90, and 180 degree). The device was reprocessed again to see if the reprocessing had any effect on the function. After reprocessing, the device was tested and demonstrated full functionality. A reprocessing error was determined to be the probable root cause of the issue. The IFU ga-s004 / en / us / v3.0 / 2021-11 / pk21-0310 contains several description of visual and functional checks which serve to detect fault prior to use on patient in section 8 checks. Furthermore, the IFU recommends the forceps to be oiled particularly in section 10.1: "after machine/manual disinfection: lightly oil the jaw section at the joint using 1-2 drops of instrument oil. Apply 2-3 drops of oil to the cleaning connection and open and close the jaw section."

Event description:
The manufacturer richard wolf gmbh has issued an advisory notice (fsca700020652/ notification #: (B)(4) ) regarding flex. Grasp. Forceps not functioning properly. The users are having difficulty in opening and closing the graspers. The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a flex. Grasp. Forceps 5fr wl 550mm, part ID: 828.051, batch # 4500353558. The complainant called about the forceps notification and checked the devices they had. She found that 828.051 device had trouble opening. The device jaw will not open slowly/smoothly when at an angle. She described it as "feeling the forceps catch". The complainant stated that the device was not being used for a procedure. It was checked only because of the fsca700020652 notice. Rwgmbh has verified that part ID: 828.051, batch # 4500353558 is affected by the fsca700020652 notice. Therefore, an MDR report is being submitted.